Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A visual test found a damaged(detached) downstream occlusion (dso) seal. A functional test was performed, and the occlusion test was used. The event history log (ehl) was also downloaded. The accuracy test was performed and the test passed (-1,191%). The reported problem was not duplicated; however, visual tests identified a damaged dso seal which will be replaced.

Event description:
It was reported that the issue was ¿flow rate default¿. The event occurred after patient use. There was no patient involvement.